Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicated the presence of oversensing. No patient alerts were shown within the device data. The device is part of the advisory for this model.

Event description:
It was reported that the patient went to the clinic due to hearing an alarm, and t-wave oversensing was noted. It was also reported that in the past, the patient received an inappropriate shock due to oversensing, and the sensitivity had been programmed accordingly. The lead and device are still in use. No further patient complications have been reported as a result of this event.